Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose levels on (B)(6) 2017. The customer reported a high blood glucose level of 300 mg/dl and laid down to sleep. The customer¿s the blood glucose levels continued to rise until the customer¿s husband called emergency medical services who took the customer to the hospital. The blood glucose value at the time of admission 600 mg/dl. The customer had symptoms of nausea, vomiting, pain in her left scapula, chest area and both arms. The customer was wearing the pump at the time of the hospitalization. The customer¿s blood glucose levels went from 300¿s mg/dl, 323 mg/dl and over 400 mg/dl treated by the insulin pump, emergency medical services and the emergency room before admission to the hospital. The customers current blood glucose level was 447 mg/dl. The technician performed troubleshooting and found the drive support disk to be flush. The customer was advised to remove the insulin pump and revert to the medically prescribed back up plan. The insulin pump will be returned for analysis.